Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implanted port allegedly experienced migration. This information was received from one source. This malfunction involved one patient with no consequences. The 54 year old male weighs 80 kgs.

Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation; however, three images were provided for review. The investigation is unconfirmed for catheter migration and confirmed for catheter kink. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, the devices were returned to bd and evaluated. An x-ray image was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implanted port allegedly experienced migration. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old male weighs (B)(6) kgs.